Event description:
Mobilit cup revision after approximatively 1 month and 4 days due to infection.

Manufacturer narrative:
Per 4101 - final report. The appropriate device details were provided, and the relevant device manufacturing and sterilization records have been identified and reviewed. These devices were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. The sterilization method and sterile barrier system used to package our devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. The explants won't be returned as the revision was done in (B)(6) 2019. These were discarded by the hospital. Also, no more information is available. Based on the above, no further investigation can be conducted and the root cause of the infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Nb/ this is a regularization within the framework of a clinical study. Following a change in our event monitoring process of sae from clinical study, we now declare all sae excepted if the link with the devices is totaly excluded. Please note: the submission of this report does not consitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including lot numbers of the parts and issue detected by the surgeon during the procedure have been requested to the reporter. Available information will be detailed in a supplemental report. The relevant device manufacturing records will be identified and will be reviewed when the appropriate device details will be communicated. Conclusions will be provided in a supplemental report. This is a regularization within the framework of a clinical study. Following a change in our event monitoring process of sae from clinical study, we now declare all sae excepted if the link with the devices is totally excluded.

Event description:
Mobilit cup revision after approximatively 1 month and 4 days due to infection.